Event description:
The customer reportedly obtained results in the 350's (mg/dl) and 150's (mg/dl) within 10 minutes on the accu-chek compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.